Event description:
A malfunction alarm was reported with malfunction code 9. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and guided the customer through the reset process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue arose again.